Event description:
The customer reported that the device issued a "speaker malfunct." Inop together with a loss of audio. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.